Event description:
It was reported that the implantable neurostimulator (ins) was not working as well for the patient's right lower extremity pain over the last 3 months. The lead and extension were the replaced. The outcome was reported as recovered without sequelae.

Event description:
Further evaluation of this event revealed that the event had been previously reported in manufacturers report # 6000032-2009-03782. All further follow up information will be reported in under this manufacturers report.

Manufacturer narrative:
Product ID 7495-10, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2004-(B)(6), product typ extension product ID 7434-e, serial# (B)(4), implanted: 2003-(B)(6), product typ programmer, patient product ID 3487a-33, lot# j0111020v, implanted: 2001-(B)(6), explanted: 2004-(B)(6). Product typ lead. (B)(4).